Event description:
It was reported that during an ablation procedure, the ablation probe was not working. Ablation lines could not be seen after ablating a segment. During the same procedure, smoke was noticed between the probe and generator connection. A replacement probe and another generator were used to complete the case. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation details: from the investigation, there were no functional non-conformities discovered during the investigation for the generator. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.